Event description:
71 y/o male was sent to the emergency department (ed) with a 3 way foley catheter in place for a blood transfusion and hematuria. Patient history since 2015 is significant for prostate cancer with metastasis and chemotherapy/radiation treatment. Admission orders were placed including an order for continuous bladder irrigation which was started in the emergency department at 9:30pm. The emergency department nurse changed out the foley bag to a hospital foley bag which does have a silicone cap cover on the outport when you open the package. Staff remove the cap and throw it away. The patient transferred from the emergency department to the medical surgical floor at 10:00pm with the 3 way foley catheter in place and the bladder irrigation bag was running. Upon arrival the floor, the floor rn observed a distended abdomen and the patient was c/o pain. Continuous bladder irrigation (cbi) fluids were running but no active urine output was noted. Attempts were made to irrigate the foley to remove clots. The nurse noticed a silicone cap on the catheter bag was inserted into the output port blocking output. The cap was removed. Pain medication and CT scan of the abdomen/pelvis showed a bladder perforation and the patient required surgery. Safety concern and review was conducted regarding a user error.